Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Conclusion summary: on (B)(6) 2019, it was reported that the device had an electrical failure and the internal plate does not work. The customer returned an a.t.s. 3000 tourniquet device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Medicrea/flextronics has not previously repaired/evaluated a.t.s. 3000ts tourniquet serial number (B)(4) as documented in the repair reports. Product review of the a.t.s. 3000 tourniquet by flextronics on (B)(6) 2019 revealed that it was not possible to turn the device on. There was damaged to the front case and the printed circuit board (pcb) was burnt. The footpads were cracked and the knob was corroded. The fuses were also defective. Repair of the a.t.s. 3000 tourniquet was not performed by flextronics as the customer requested that the device be scrapped. The reported event was confirmed since during the product review by flextronics it was noted that the device would not turn on. The printed circuit board (pcb) was burnt and the fuses were defective. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by flextronics it was noted that the device would not turn on. The printed circuit board (pcb) was burnt and the fuses were defective. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the device has an electrical failure in general and the internal plate does not work. The event timing is before surgery. In investigation, it was discovered that the printed circuit board (pcb) was burnt. No adverse events were reported as a result of this malfunction.